Event description:
Air was noted in the collect line immediately upon the initiation of extracorporeal photopheresis (ecp) treatment. A defect was suspected in the kit's luer lock connection. There was less than 10ml of blood in line with no harm to the patient. Therakos, ecp medical directors and ecp nursing supervisor were notified. The kit was sequestered and it will be sent to biomed and returned to therakos for further investigation and kit credit. The treatment was stopped, reprimed with a new kit and the treatment was successful without complications.